Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the adhesive on the distal end damage was stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that during a treatment procedure for an inguinal hernia, the endoeye flex deflectable videoscope displayed a dark image. The far point was dark when entering the abdominal cavity. The subject device was replaced with another similar device. The intended procedure was completed with a five-minute delay. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the adhesive on the objective lens had peeled off. This report is to capture the reportable malfunction of the adhesive on the objective lens that was peeled off as noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the adhesive part of the objective lens had come off due to handling; the bending angle is insufficient due to the elongation of the angle wire; the distal sheath adhesive part was missing; the video connector and the video connector case were cracked; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.